Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that the unit goes into standby when on a patient. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and requested for service repair.

Manufacturer narrative:
G4:21dec2020. B4:11jan2021. The authorized service personnel (asp) performed full pressure, flow, mix tests, high pressure, and system leak tests, and st performance tests and could not replicate the problem. The device passes all tests. The asp discussed the patient circuit in use. The respiratory therapist states they are using the philips bacteria filter plus an extra heppa filter with it. Advised that it is unknown how the vent should react to that setup as it would provide extra resistance to flow, which could adversely affect machine pressure vs. Proximal pressure measured by the vent. No product has been returned for investigation, nor were diagnostic codes/error codes provided to confirm the alleged event. The device service history review has been performed, and the unit worked according to specifications prior to being released. No root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.